Event description:
It was reported that during an unknown procedure, the vizishot 2 flex protective needle sheath sliding out to the maximum extended position after sheath was locked which caused the needle tip to be bent severely. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.